Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient began the trial yesterday ((B)(6) 2017). The patient was not feeling stimulation and stimulation was currently set at 2.5 on program 3. The patient increased to 2.9 and felt stimulation like ¿something is sticking¿ them. The patient continued to increase stimulation and stopped at 3.3 where they felt a pinch in their vagina. The patient increased to 3.6 and was now not feeing anything at all. The patient was disappointed that they had not been able to get any urine on their own and had to be catheterized. It was reported the patient had not been able to urinate since back surgery a half a year ago where their nerves were cut. It was recommended that the patient follow up with their healthcare provider (hcp), and it was noted the patient would follow up with their hcp to find out what kind of instructions they wanted the patient to follow. No further complications were reported/anticipated.

Event description:
Additional information received from patient reported that they notified their healthcare provider (hcp). There was no response from the machine. Patient returned all the equipment to the hcp. The circumstance that led to stimulation and therapy issues were nerves dead. The patient stated the step taking to resolve the stimulation / therapy issues were that they moved to pubic catheter. It was indicated that the device did not work because little on the outside and there were far fewer things to do.

Event description:
Additional information received from the patient as they reported that they had catherization before nerve damage result of back surgery. Patient's weight was reported.

Event description:
Additional information was received from a consumer. It was reported that the patient having to be catheterized occurred before they started the trial. It was also reported a pubic catheter was installed several weeks later at the time the manufacture device was removed. It was noted that what led to not feeling stimulation was due to dead nerves due to back operation (l3-4) on (B)(6). The doctor said they got no or very weak response when on the operating table. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.